Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2009. Subsequently, MRI images reveal possible presence of a pseudotumor. The surgeon is not planning a revision procedure at this time. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." Date of event - there has been no revision procedure to date. The acetabular cup remains implanted.